Manufacturer narrative:
Trackwise #(B)(4). The investigation has been started, since the complaint was received, and the following contents has been conducted: analysis of production: (3331/213 & 67): the DHR of the reported lot 3000162896 has been reviewed. The process and inspections are all normal and no deficiency identified from production relevant to the suture holder detaching, all the products had been performed 100% visual inspection and suture holder seating check and test during production. They all passed the inspection, which demonstrate the suture holders are seated well, and will not be fell out. Trend analysis: (4110/213 & 67): in the last 12 months, no any suture holder detaching during customer using was reported, this is the only complaint and the occurrence rate is approx. (B)(4). There¿s no complaint reported for this lot 3000162896. Historical data analysis: (4109/213 & 67): the review of the historical data indicates that no other similar complaints was reported for the same lot number and reported failure mode. Communication/interviews: (4111/213 & 67): communication/interviews were performed to obtain all possible information. Testing of actual/suspected device & testing of raw/starting materials: (10 & 4105/213 & 67): the device was returned to mfg for evaluation, the following investigations have been conducted: 1) visual inspection: the blades were packaged in original tray with label batch# 3000162896 which is conformant with customer feedback. By opening the package, the second cavity nearby the platform release latches on the right blade was observed empty. After take out the blades, the suture holder was found in the tray. Looking over the appearance of the blades and the suture holder, no deficiency was observed on both components. 2) dimension measurement: the suture holder and blades were slightly wiped using clean cloth, and below key dimensions were measured, and the results indicated that the dimensions are well within drawing specification. 3) simulation test: the suture thread with 0size/single strand which is instructed in IFU was used for simulating this failure mode on the reported device. The suture holder was seated into the cavity first, then used the thread for pulling following the instruction of mcv00069466_rev_a and IFU. Several directions were tested, and no suture holder detach was observed. Changing the suture thread to be 1 size/ double strands testing follow same method, no suture holder detach was observed as well. Based on above analysis, no any manufacture or product deficiency indicating this failure was observed on the reported device. All the products were performed 100% visual inspection and suture holder seating check and test during production, they all passed the inspection and test, which demonstrate the suture holders are seated well and will not fall out. The specified root cause for the reported failure cannot be determined based on the investigation, the trend will be kept monitoring. Specific actions for the reported failure mode are being maintained and documented under maquet's corrective and preventive action (CAPA) system.

Event description:
The hospital reported that during a coronary artery bypass procedure using acrobat-I stabilizer z. While using the stabilizer with our standard blades that was included in the stabilizer box and towards the end of the case it was noticed that one of the black pieces that help retain the sutures on the blades had popped out. The piece was retrieved and they continued to complete the case with no patient affects. Black piece was manually removed from patient, retractor already in place and was in use. Same device was used to complete the procedure. No additional incisions. Procedure was already started, minor delay once identified and piece removed, but procedure proceeded to conclusion.

Manufacturer narrative:
Trackwise ID # (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.